Manufacturer narrative:
(B)(4). This follow-up is to relay additional information. The product analysis can't be performed as the product was not returned. The IFU of the product has been reviewed and it was found that the IFU for optipac contains risk - reducing warning and different precautions regarding severe complications: "after preparation of the prosthesis bed or directly after the implantation of the cement and prosthesis, pressure rise in the medullary canal may cause a temporary fall in blood pressure. In addition to hypotension, pulmonary embolism and cardiac arrest, with their potentially fatal consequences, have been encountered in rare cases". The device manufacturing quality record indicate that the released product met all requirements to perform as intended. No non conformity was found on the reference and batch number. No other complaint on bone cement implantation syndrom was recorded on the batch since ever, and 1 other complaint on bone cement implantation syndrom was recorded from (B)(6) 2018 to (B)(6) 2021. According to available data, root cause of the event was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Optipac 80g was used in total hip arthroplasty after removal of femoral nail. It was injected intramedullally 4 minutes and 30 seconds after the agitation was completed. About 12 minutes after inserting the stem, the cement hardened. Immediately afterwards, the patient's blood pressure dropped to 20. As a result of recovery treatment by doctors, the vitals were recovered in about 20 minutes. The patient was transferred to the intensive care unit in the intubated state.

Manufacturer narrative:
(B)(4). Report source, foreign and health professional - event occurred in (B)(6). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that an optipac 80g was used in tha after removal of femoral nail. It was injected intramedullally 4 minutes and 30 seconds after the agitation was completed. About 12 minutes after inserting the stem, the cement hardened. Immediately afterwards, the patient's blood pressure dropped to 20. As a result of recovery treatment by doctors, vitals recovered in about 20 minutes. The patient was transferred to the intensive care unit in the intubated state.